Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/30/2022, it was reported by a sales representative via sems that a ar-13255 mini suture cutter is broken. This was found on (B)(6) 2022 during a shoulder arthroscopy procedure. The case was completed with no patient effect reported.